Event description:
Fell [fall]. Not able to ambulate well [gait disturbance]. Sedimentation rate was 120 [red blood cell sedimentation rate increased]. C-reactive protein was 416 [c-reactive protein increased]. Range of motion with the right leg was 40 degrees [joint range of motion decreased]. Fever [pyrexia]. Right knee effusion [joint effusion]. Right knee swollen [joint swelling]. Right knee painful [arthralgia]. Case description: spontaneous report received on 05-aug-2009, from a physician (orthopedist) regarding a female patient whose relevant medical history included: osteoarthritis of the knee. The patient received a single injection of synvisc-one (lot number: r0901; expiration date: mar-2012) into each knee in 2009. The next day, the patient experienced a fall, after which her right knee became swollen and painful and she had a fever. Over the next 2 days, the patient's condition worsened and two days later, the physician prescribed vicodin which the patient reported did not help. The next day, the patient was referred to the ER (emergency room), where she received IV (intravenous) dilaudid, which relieved her pain. The patient was released with percocet, which did not help her pain. She was not able to ambulate well and was admitted to the hospital three days later. Her right knee was drained and the fluid tested negative. A lab work-up was performed and the patient's sedimentation rate was 120 and her c-reactive protein was 416. All other blood work was normal. The patient's range of motion with the right leg was 40 degrees. As of the following month, the patient was still hospitalized. The physician assessed the relationship of the events to synvisc-one as probable. The qa (quality assurance) investigation results were received on 06-aug-2009. The production and quality control documentation for lot number r0901, expiration date 03/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Manufacturer's comment: the benefit-risk relationship of synvisc one is not affected by this report.

Manufacturer narrative:
Evaluation summary: the production and quality control documentation for lot number r0901, expiry date 03/2012 were reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted.